Manufacturer narrative:
The reported meter ((B)(6)) has been returned and investigated. Performed visual inspection on the returned meter and no issues were observed. The meter turns on with button depression and insertion of retained strips. Performed control solution test using the returned meter and retain strips. The control solution test was satisfactory. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the optium xido meter does not always finish the test end shows ee. As a result, customer experienced a loss of consciousness and was treated with tea with sugar by a non-healthcare professional. The ambulance was called and paramedic treat the customer with glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. A valid serial number has not been provided for the strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the optium xido meter were reviewed and the dhrs showed the optium xido meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and precision strips and no trends were identified that would indicate any product related issues. Stability data for precision strips were reviewed and showed no anomalies or non-conformances that could have led to the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the optium xido meter does not always finish the test end shows ee. As a result, customer experienced a loss of consciousness and was treated with tea with sugar by a non-healthcare professional. The ambulance was called and paramedic treat the customer with glucose injection. There was no report of death or permanent impairment associated with this event.